Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Air and oxygen calibration errors occurred, along with vent inop occurrence when the unit was sent by the customer to the manufacturer's international service center for routine maintenance. Data acquisition pcba (printed circuit board) to motor controller pcba cable was replaced to address the findings.

Event description:
Customer sent the v60 vent device to the international service center for routine periodic maintenance. While the service technician was reviewing the downloaded diagnostic event log, check vent error codes 110e (air flow sensor calibration data error), 110f (oxygen flow sensor calibration data error) and 1110 (oxygen pressure sensor calibration data error were identified. Additionally, while performing operational check, vent inop da (data acquisition) pcba (printed circuit board) adc (analog-to-digital converters) occurred. There was no patient involvement.